Event description:
The sales rep reported a revision surgery due to pt infection. The surgeon removed and replaced the tibial insert and locking bolt. There were no implant issues noted. The original implant surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in pt infection. All implant lot records were reviewed and there were no deviations reported.